Event description:
It was reported that the patient fell causing the device to migrate and perforate the vessel. In (B)(6) 2022, this greenfield inferior vena cava filter (implanted in 1998) migrated when the patient fell and hit their chest. A few days later, the patient started having pain and pressure in their stomach, extreme discomfort when they twisted their body, and trouble breathing. The patient was eventually hospitalized multiple times for extended stays with imaging to help diagnose the issue. Finally, the use of a pet scan was able to reveal that the filter had migrated sideways with the little legs poking out the back of the vena cava perforating the right lung. In (B)(6) 2023, the filter was removed using robotic surgery with another extended stay in the hospital. The patient now requires constant supplemental oxygen.